Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer's blood glucose was 134 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received missing end cap sticker. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.